Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on left eye (os) at 1 day post-operative exam. The dlk was superior portion of flap os. Topical steroid were increased and used to treat the dlk. The patient¿s chief complaint was that the eye felt a little uncomfortable. The surgery center indicated the symptoms had resolved.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.